Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter due to tissue entrapment in the device. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave nav catheter was used. After insertion into the patient an attempt was made to advance the guidewire in the catheter, and it was not moving. The catheter and guidewire were removed from the patient together. The guidewire was still lodged in the central lumen and tissue entrapment was noted. Force was applied in an attempt to remove the guidewire from the catheter, but the guidewire broke at the distal end during the attempt. A new guidewire was inserted into the catheter to try and free the entrapped tissue from the lumen, but this was unsuccessful. The catheter and guidewire were replaced and the procedure was completed.